Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent thorax wall hernia repair on an unknown date and mesh was implanted. It is reported that the mesh absorbed and cannot be found or seen in the body. No additional information was reported.